Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose. The customer's blood glucose was 499 mg/dl at the time of incident. The customer stated that she was given manual injections. The customer stated that her blood glucose went down to 94 mg/dl then rose to 405 mg/dl. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery spring was neither damaged nor corroded. The customer stated that there was a crack on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.